Event description:
Clinical trial. It was reported that 334 days following a coronary artery drug eluting stenting procedure, the patient experienced a tvr (target vessel reintervention). The index procedure indentified and treated two target lesions. Target lesion one was a 3.5x20mm, 90% stenosed, mildly calcific, moderately tortuous lesion located in the mid rca (right coronary artery). Target lesion one was direct stented using this taxus express2 3.00x28mm stent. Following stenting of target lesion one, visible thrombus remained. Target lesion two was a 3.0x15mm, 80% stnosed, mildly calcific lesion located in the mid lad (left anterior descending artery). The target lesion two was direct stented using a taxus express2 3.00x20mm stent. Both target lesions showed 0% residual stenosis, and timi flow of 3 following the procedure. The patient was discharged the next day on aspirin and plavix. A tvr was performed 334 days following the index procedure due to stenosis at the distal edge of this stent in the distal rca. The stenosis was treated with a taxus express2 stent. The relationship of the device to the event was listed as "probable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.